Event description:
On (B)(6) 2014, doctor performed a 3 level rf with nt2000 unit s/n (B)(4). Cannula in use sl-c1010-18 s/n (B)(4). Pad placed on the right flank of pt. Doctor had just begun first lesioning, when at approx 60 degrees celsius the pt complained that it hurt. Procedure immediately halted and pads removed. Pt has two sunburn-type burns. First in approx 1.25 inches by 1.5 inches with 2 ball point pen mark bubbles. Second is roughly 2 inches by 3.25 inches with 3 ball point pen mark bubbles. Ice was immediately applied to the areas and doctor advised pt to apply topical cream. Upon discharge of pt, pt was pain free.

Manufacturer narrative:
The grounding pad underwent visual, performance, and mechanical/physical testing upon return ((B)(6) 2014) and no abnormalities were found. Customer states the incident may have been a result of improper placement of pad. No pictures of the burn area or any impedance information were available for review. No pt treatment was needed.